Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed multiple tests during pre-use check. The ventilator was investigated on site by our field service engineer. According to received information the unit failed pressure transducer test, internal leakage test and flow transducer test during pre-use check. The ventilator also alarmed for a power error. The issues were resolved by replacing the expiratory channel pcb and dc/dc pcb. No parts returned for investigation. Therefore, no root cause can be established. The expiratory channel pcb is a part of subsystem breathing bre. Main functions are responsibility for the patient treatment, i.e. How to regulate/measure the expiratory gas flow, it hold all the electronic connections to and from the expiratory cassette, it controls the expiratory valve as well. Moreover, it can control the safety valve in some situations, however other subsystem control the safety valve. In addition, it holds the electrical connectors for the expiratory and inspiratory pressure transducer pcbs. The expiratory channel pcb includes a memory backup battery. The system software must be re-installed when this pcb is replaced. The dc/dc pcb converts the internal dc supply voltage +12 v_unreg into the different internal dc supply voltages. All standard connectors are located on this board.

Event description:
Manufacturer's ref. #: (B)(4).